Event description:
It was reported that the patient presented for the explant procedure. Prior to the procedure, upon interrogation, the right ventricular lead exhibited noise. The lead was capped on (B)(6) 2022. The patient was stable in condition.